Event description:
Health professional reported that there was an explanted device in their possession that needed to be returned. No additional information was provided. Further follow-up conducted with the health professional noted that the device was removed due to "patient vomiting everything."

Manufacturer narrative:
Taper ii. (B)(4). The port associated with this report will not be returned as it was not explanted. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Vomit is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Analysis noted the band tubing and buckle were broken with striations consistent with a surgical end cut to remove the device. Device labeling addresses the reported events of vomit as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended."